Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported seeing dark shadows (dysphotopsia). The iol was explanted and replaced. The surgeon indicated that although the pt's visual acuity remained good. Pt continued to notice symptoms of dysphotopsia after the iol exchange. The relationship between this event and the iol is not known. The surgeon stated the pt's outcome was good.